Event description:
It was reported that the patient went into an overdose situation following a new pump and catheter implant. Specific symptoms were not provided. The health care professional stated that the priming volume was 1799 ml and the total prime volume should have been 0.428ml; the concentration was 500 mcg/ml. The patient was stable and being closely monitored. Unable to follow-up with contact information provided, no additional information was obtained.